Event description:
It was reported that during surgery, the avenue l retractor pins broke. After the surgery was completed, it was found that the avenue l cage holder was bent and the avenue l retractor articulated arm had to be broken by the doctor in order to get it to release. There was no patient or surgical impact reported. This is report 2 of 3 for this event.

Manufacturer narrative:
Type of the device: common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. Additional information: (PMA/510k), h3, h6 (method, results and conclusion codes). The returned cage holder was evaluated. The tip that mates with the cage is bent. There were no other signs of damage on the device. The cause was reported to have been bending when the associated retractor arm was removed from the table. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability is in progress to find if there is l any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product was not returned to manufacturer for examination. Investigation is still in progress. Conclusion is not yet available.

Event description:
Avenue l: breaking of instrumentals in surgery. As reported during a avenue l surgery, the physician stated that the cage placement key (ir90019r) is faulty. The implant holder ir90019r, is crooked, according to surgeon information. The event occurred during the surgery, but it was after use. No additional instruments were required. Additional information requested. Investigation is in progress.